Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips both passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began approximately 6 days prior to contacting lfs on (B)(6) 2016. On this day the patient began using a new vial of test strips which have been providing daily inaccurate high readings compared to his feelings (over "200 mg/dl"). At an unknown time on (B)(6) 2016 he alleged obtaining blood glucose readings of over 200 mg/dl" using the subject test strips and "68 mg/dl with a newly opened vial. The tests were performed over 20 minutes apart. Lifescan does not consider this to be a valid comparison. The patient reportedly manages his diabetes with a combination of oral medication (glipizide 2.5 mg ) and diet. In response to the alleged issue, the patient began to reduce his food and drink intake on (B)(6) 2016. The patient stated that throughout the week he has been periodically experiencing symptoms of "sweating" and "feeling like he was going to pass out." On (B)(6) 2016, the patient stated that he "passed out." He attributed these symptoms to hypoglycemia and treated them with food and drink. He stated that his symptoms improved with treatment. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that samples were taken from the correct sample sites. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.